Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility has had several issues with the miniloc safety infusion set leaking at the y site port with lab draws. It was stated they've had numerous issues with the new sets. The facility administers chemotherapy and it was staid this poses a great safety issue.